Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: 7.3 mm cannulated /unknown lot. Part and lot numbers are unknown; UDI number is unknown. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: cui, s. Et al (2021), blood biomarkers related to osteonecrosis of femoral head by internal fixation after garden I femoral neck fracture: a cohort study, injury, vol. 52 (xx), pages 3427¿3433 (china). The aim of this single-center, prognostic cohort study was to explore the relationships between blood biomarkers (serum albumin, total protein, serum pre- albumin, total lymphocyte counts) and traumatic osteonecrosis of the femoral head (onfh) after internal fixation for garden I femoral neck fractures, to assist clinicians to choose the most appropriate surgical method for patients. Between 1 january 2016 and 31 july 2017, a total of 205 patients (55 male and 150 female), with median age of 59 (53 - 65) years, were included in the study. Fixation was all achieved using ao cannulated screws 7.3mm (synthes gmbh, switzerland) with three screws fixed in a inverted triangle parallel configuration. The median duration of follow up was 15.5 (6 -24) months. The following complications were reported as follows: 4 out of 205 patients who were included in the study died. 10 patients had osteonecrosis of the femoral head (onfh) in the follow-up period. A 33-year-old man had an osteonecrosis of the femoral head. This report is for an unknown synthes 7.3 mm cannulated screws. This report is for one (1) unk - screws: 7.3 mm cannulated. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: event description updated. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no additional information.